Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead was no pacing. Dislodgement was confirmed via x-ray. The lead was programmed off and remains in the patient. A revision was not planned. No patient complications have been reported as a result of this event.